Manufacturer narrative:
Investigation: one sample was returned to our quality team for investigation. Upon inspecting the product, the protector was noted to be fitted to the vial at an incline. Further evaluation identified the plastic cap from the vial was not removed prior to the connection of the protector and the vial, noting the needle of the protector never penetrated the vial stopper. As a lot number was unknown for this incident, a device history record review could not be completed and additional retained samples could not be investigated. Product is visually and functionally tested throughout manufacturing to ensure the quality and functionality of the device. Based on our investigation, there is no root cause related to our manufacturing process at this time. It is important to remove the cap from the vial before attaching the protector to establish a secure connection.

Event description:
It was reported that bd phaseal¿ protector p14j needle separated. This was discovered during use. The following information was provided by the initial reporter: when fit the vial of panitumumab with assembly fixture, p14j became slanting and the needle was almost out of membrane.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd phaseal¿ protector p14j needle separated. This was discovered during use. The following information was provided by the initial reporter: when fit the vial of panitumumab with assembly fixture, p14j became slanting and the needle was almost out of membrane.